Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6s. During the procedure, the physician attempted to place a pod8 as the first coil in the outflow vessel with a non-penumbra microcatheter; however, the pod8 did not take its intended shape. It was reported that the pod8 was oversized and therefore, it was removed. The physician then attempted to place a pod6 into the outflow vessel using the same microcatheter; however, the base catheter being used could not be stabilized; therefore, the pod6 was retracted and flushed. When the pod6 was advanced again, the physician experienced resistance and the pod6 would not advance past the introducer sheath. Therefore, the pod6 was removed. The procedure was completed using additional pod6s, ruby coils, non-penumbra embolic agents, and the same microcatheter. There was no report of an adverse effect to the patient.